Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that the some time post placement procedure and upon x-ray examination, the catheter was allegedly found to be broken. It was further removed that the distal segment was removed percutaneously. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp with two catheter segments, one with cath-lock attached were received for evaluation. Gross visual, microscopic, functional, tactile and dimensional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter break, material separation and the identified stretched, naturally worn and deformation due to compressive stress as two circumferential splits were were noted approximately 9.0cm and 9.8cm from the distal end of the cath-lock. A complete circumferential break was noted approximately 10.8cm from the distal end of the cath-lock that was elliptical in shape. The distal catheter segment was returned and measured approximately 17.5cm. Two kinks were observed approximately 1.2cm and 1.9cm from the proximal end of the catheter segment. The edges of both the splits appeared to be jagged. The split about 9.0cm from the distal end of the cath-lock noted to penetrate through the catheter. The surface of the complete circumferential break noted to be jagged, smooth, rounded and the other region appeared to be granular. However, the investigation is inconclusive for the reported migration issue as the exact circumstances during the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement, the catheter was allegedly found to be broken and migrated upon x-ray examination. It was further removed that the distal segment was removed percutaneously. There was no reported patient injury.